Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate cable. The customer¿s blood glucose was 214 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.